Event description:
Micro gripper needle broke off from the appliance when the nurse pulled back to withdraw the needle from the catheter. She could see the needle, and was able to pull it out so that no harm occurred to the patient.====================== health professional's impression======================it broke.